Event description:
The pump was delivering prialt, morphine, clonidine and another drug. On (B)(6) 2014, the pump was refilled with a prialt and morphine mixture (prialt 2.5 mcg/ml at 0.9495 mcg/day and morphine 10 mg/ml at 3.978 mg/day). The patient had no adverse events. On (B)(6) 2015, the pump was refilled and the patient was only given prialt (2.5 mcg/ml at 0.994 mcg/day) which was a 5.25% increase from the old rate of prialt. During the bridge bolus, the patient was admitted to the hospital for monitoring and no adverse events were reported. During the day on (B)(6) 2015, the patient was doing fine, but later in the day, the patient¿s wife noticed a behavior change. That evening, the patient took the keys to the car and left. The patient wasn't found until 4:00 am by the sheriff. They thought the patient was drunk. The patient was admitted to the hospital in a different city. A urine screen showed nothing in his system that shouldn't be there. The patient was being transferred to a local hospital, so the pump managing physician could manage the patient. It was thought that the patient had a psychotic event while on the prialt. The patient¿s status was reported as ¿alive-no injury¿. On (B)(6) 2015, it was reported that the medication was being removed from the pump and it was being replaced with preservative free normal saline. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).